Event description:
It was reported, a portion of threaded caps-lock cannula appeared to shear off in the pt when the cannula driver handle was removed during a left shoulder subacromial decompression procedure. When the physician attempted to access the ac joint via the anterior portal, the broken end of the threaded cannula became visible. At this point the surgeon retrieved the broken end of the cannula, but in doing so it was necessary to extend the skin incision to enable access and removal of the damaged cannula. The surgeon was satisfied that all parts of the cannula were removed from the pt.

Manufacturer narrative:
The device is reported as returning for investigation. A follow up report will be provided after the device has been returned for investigation.